Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported "power button and ok button would not work" which was reproduced during testing. Visual inspection found a corroded keypad flex connector on the inner/outer printed circuit board (I/o pcb) as cause. The keypad and the I/o pcb were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump power button and ok button on the keypad were not working. Other buttons were not tested. There was no known patient injury or medical intervention associated with this event. No additional information is available.